Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) it seemed like the leadless ipg was pulled out due to excessive pulling when the tether was towed and had resistance after tether was cut. The physician avoided flushing the tether before cutting it as the tether was loose after leadless ipg placement because the problem with the tether was resolved, however, this time, it was only deployed once. It was suspected that the dislodgement was caused by excessive pulling when the tether was to be pulled for resistance after tether cutting, but the cause of the tether's resistance is unknown. The alignment was also noted to be achieved to a certain extent, and the angle of the cup and tether was not steep, but could not be avoided. The dislodged leadless ipg was collected using a snare and was repalced. No patient complications have been reported as a result of this event.